Event description:
It was reported that the touch screen was not functioning anymore and that there was a crack. The device is unresponsive when plugged into a power source. No impact to customers' blood glucose level.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.